Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a device replacement procedure, thee impedance was tested and was high and out of range. The device was interrogated again and the impedance was stable and in range. The device remained implanted and no intervention was performed. The patient was stable.